Manufacturer narrative:
(B)(4). Complaint sample was not returned but a picture was provided. It appears burns are present on two patties. Brown spots were found at the top of two patties patties in the pack, directly around/below the area of the green string and the x ray. The spot was produced when the string and x ray strip were welded to the cottonoid material. The cottonoid is formed from a rayon material. During processing this rayon material is broken down into small, loose fibers. If the fibers do not break down enough, a small cluster of fibers can result. This in turn creates a thick spot in the pattie. When the string and x ray are ultrasonically welded on this spot it absorbs more energy than the rest of the pattie and results in a burn. The patties are inspected by a computer vision inspection system that inspects the patties for defects. The burn marks are difficult to detect due to the type of color filters used on the camera lens. A review of manufacturing records found no discrepancies when released to stock. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Photo evaluation.

Event description:
As reported by the distributor, codman patties were discolored and on one the string was partially detached. There were no reports of delay or patient harm. The sample will not be returned.